Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was not due to abnormal equipment, but instead due to the facility infrastructures.

Manufacturer narrative:
The health professional at the user facility reported that the device will not be returned to olympus since it was confirmed that the power issue was caused by the facility. If additional information is obtained a supplemental report will be filed.

Event description:
A health professional at a user facility reported that a liquid crystal display monitor was not powering up during preparation for use. There was no patient involvement or injuries reported. No additional information has been obtained.